Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 430mg/dl. The customer was to change their infusion set site and resume insulin delivery in order to resolve the occlusion alarm and address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.